Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm confirmed the customers reported issue and stated that the screen was "glitching" directly after start up. To correct the issue, the stm replaced the color video receiver board (p/n: (B)(4)) and tested the iabp unit. The stm verified that the iabp unit worked to factory specifications by completing all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that prior to use on a patient, the display for the cs300 intra-aortic balloon pump (iabp) went white after power up. There was no patient involved; thus, no adverse event reported.